Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation revealed additional issues alongside the reported one. The assessment identified that the bending section cover adhesive is cracked, resulting in a loss of water tightness due to wear or flexibility adjustment mechanism. The air-water cylinder and suction cylinder lack color, and the insulation resistance value at the distal end does not meet the standard due to a chip on the plastic distal end cover. The play of the up/down knob exceeds the standard value due to wear of the angle wire, and the connecting tube has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, evis exera iii colonvideoscope, to the olympus service center. Upon inspection and testing of the returned device, white foreign material was observed in the air/water tube and cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no addition facility device cleaning/reprocessing information was reported or available, however, the issue was likely due to insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.